Event description:
The customer reported that the ortho provue analyzer interpreted a weak positive antibody screen (iat) reaction as negative. The customer indicated that the result was visually confirmed to be positive (1+). The result was manually modified from negative to 1+. The customer indicated that no erroneous results were reported.

Manufacturer narrative:
An ocd field engineer (fe) visited the customer site and verified the issue by inspecting the image of the card. The fe performed gripper adjustments to the incubator and centrifuge, reader camera alignments and optics adjustments. Mod 27 was performed, which requires the camera settings to be inspected. The fe indicated that the reader camera setting was 140, which was out of specifications. The settings was adjusted to 123 (specification for the brillo is (B) (4)). Ocd second level support (tac) explained to the customer that the manual gel card appeared to have sample integrity issues. This may be linked to the low sample volume left in the tube and buffy coat or extracting some patient rbcs with the serum. Tac discussed with customer that the first sample tested on the provue appeared to have weak reactivity in cell #2 that the provue should have issued a "?". During the discussion, the customer indicated that the patient has no history of an antibody but was transfused 8 days ago (from the date of complaint - (B) (6) 2009). The customer believes it is likely a new antibody was developing. Based on investigation performed by tac, it appears that the out of specification reader camera settings and sample integrity may have contributed to the false negative issue. Qc passed. Repairs have returned the instrument to expected operation. This customer has not logged any similar complaints against this analyzer since this incident. Incident is isolated. (B) (4).